Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. It was reported that the distal tip broke off inside the patient. Pictures were provided. Visual observation revealed the face place is broken off as shown in the pictures provided. This complaint is confirmed. No further information regarding the procedure, or patient condition has been provided to determine a root cause for this failure, however through additional information on device use with the question ¿how long was the device used prior to the failure?¿ the response was: ¿the device was used for approx. 30 mins during an elective hip arthroscopy.¿ the IFU warns: do not activate the probe for unnecessary and prolonged periods as irrigant overheating and unintended tissue damage may result. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures. Electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Furthermore, the reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. Although the complaint was provided with pictures of the initial failure, and with information from the CAPA a specific root cause could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Professor xxxxxxxx used a vapr coolpulse in theatre this morning and whilst using it the end of it broke off inside the patient. Affiliate responded november 1, 2017 and provided the following information: spoken to liv regarding the case below and she was told that as the case was done arthroscopically they decided to leave the piece in the patient with a view to removing it at a later date if the patient requested it additional information from affiliate on jan. 15 2018: the breakage did not result in a delay greater than 30 minutes. The procedure was completed as intended. The device was used for approx. 30 mins during an elective hip arthroscopy. The broken fragment was not retrieved. The procedure was completed immediately prior to the breakage. Alternatives were readily available. There were no attributing factors. Yes portion of the device remain in the patient, the broken tip remains in-situ with a plan to remove if it presents a problem moving forwards. Procedure completed as intended. No patient impact as of today. 15/01/2018. Additional information from affiliate on feb. 13 2018: as per our conversation on (B)(6) regarding the accidental disposal of this device by a member of the team over at the (B)(6) hospital I can now confirm that despite my best efforts this item cannot be located. I am awfully sorry for the inconvenience.

Manufacturer narrative:
(B)(4).

Event description:
Professor xxxxxxxx used a vapr coolpulse in theatre this morning and whilst using it the end of it broke off inside the patient.